Event description:
It was reported that when the programmer was turned on, an error message was displayed. Rebooting and removing the programmer rf (radio-frequency) head did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Programmer boots up with a system error. A printed circuit board subassembly failure was found, cause unknown.